Event description:
It was reported that an occlusion alarm occurred. Customer changed the pump supplies and successfully resumed insulin therapy. Reportedly the customer is wearing the infusion set for longer than 48 hours. Tandem clinical support informed customer that wearing the infusion set for longer than 48 hours, is off label per the user guide. There was no reported adverse impact to customers blood glucose (bg) level.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Change your infusion set every 48 to 72 hours as recommended by your healthcare provider.